Manufacturer narrative:
The reported incident that cortex screw s.t. ø4.5x36mm was alleged of "device labelling issue" and "mix-up" could be confirmed, since the package indeed presents two different labels. The carton box containing the product states that it is product 371014s while the outside labelling on the plastic wrapping says that it should be product 601036s. The product physically inside the carton box is indeed screw 371014s. Based on investigation, the root cause was attributed to a manufacturing issue and therefore a nc has been opened. The event occured after the sterilization step of the packages, when an inadvertence caused two packages of the reported references to mix up. During the wrapping by 10 pieces of the packaging step, two boxes (one of each reference: 371014s and 601036s) were swapped. Moreover, after reception in (B)(6), the reference was wrapped in the plastic bag again wrongly when it should have been checked by the responsible person. If any further information is provided, the investigation report will be updated.

Event description:
An indication of a outer and inner packager were different. Outer package : 601036s; inner package : 371014s.